Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The patient reported having fallen on their device ¿a couple of months ago¿. It was reported that there was no change in their therapy. An impedance check was performed and electrodes three and nine were greater than 10,000 ohms. The patient was programmed and electrodes three and nine were not used. The issue was resolved at the time of the report.